Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple, minimum fill messages. Reportedly, the customer believes the cartridge was filled with about 420 units, but the customer may have overfilled the cartridge with more than 480 units. There was no impact to the customer's blood glucose level. The customer was able to load a new cartridge successfully.